Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the sagittal head of the device was broken/chipped. No medical intervention and no adverse consequences were alleged with this event of reported disassembly. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device has not been returned for analysis at this time.

Manufacturer narrative:
The reported chipped/broken head was confirmed by a manufacturer repair technician through functional inspection. A sagittal head assembly failure, involving a castle feature on link with fins failure, was the likely root cause for the reported event.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the sagittal head of the device was broken/chipped. No medical intervention and no adverse consequences were alleged with this event of reported disassembly. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.